Event description:
It was reported that the patient had an intraocular lens explanted. No patient injury was reported. No further information was provided.

Manufacturer narrative:
The explanted intraocular lens was returned to our manufacturing facility for evaluation. A visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The device manufacturing records were reviewed and showed no deviations. The diopter measurement records were verified and were shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Additional information obtained reported that the patient had an explant of the intraocular lens (iol) due to loss of contrast with accompanying halos, which the patient noticed during daylight hours. It was also reported that refractive error was not the cause as the small amount she had was corrected and her problem persisted. After her right eye multifocal lens was implanted, she had cataract surgery and a monofocal intraocular lens (iol) was placed in her left eye in hopes of improvement. However, it was unhelpful and the patient was unable to adapt. Removal of the multifocal intraocular lens (iol) of the right eye was completed and a monofocal intraocular lens (iol) was placed. All pertinent information available to abbott medical optics has been submitted.